Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the paw lever of the fibertape cerclage tensioner, reusable, was broken off. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear resulting from the repeated lifting and lowering of the device's lever in the field. Manufacturing date 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, a facility representative reported via (B)(4) that an ar-7800 fibertape cerclage tensioner was broken. This was discovered after the case.